Event description:
On an (B)(6) 2011, a patient that presented with an aneurysm, was implanted with a gore propaten vascular graft (stretch removable ring) in a below-the-knee fem-pop bypass procedure. Prior to implantation some rings were removed from the graft. It was reported to gore that a few days after implantation the distal anastomosis was observed to be reduced in diameter. A bare metal stent was placed to maintain the diameter size. The physician stated that possibly after removing the rings a defect was created in the graft. He also stated that some residual thrombosis reached the anastomosis.